Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated threshold on the left ventricular (lv) lead. The device was reprogrammed and the lv lead rem ains in use. No patient complications have been reported as a result of this event.